Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-26042019-0000418715 submitted for adverse event which occurred on (B)(6) 2012. Mwr-26042019-0000418748 submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent umbilical and ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent exploratory laparotomy, lysis of adhesions, repair of multiple hernias and a small bowel resection on (B)(6) 2012 during which the surgeon noted that there were dense adhesions of omentum and small bowel through the abdominal wall mesh. There was a loop of small bowel that was densely adherent to the mesh in the left lower quadrant. The small bowel was sharply dissected away from the mesh and actually appeared to proceed through a hole in the mesh and was stuck in the left lower quadrant. The incarcerated bowel had to be resected. It was reported that the patient underwent an exploratory laparotomy for a small bowel obstruction, lysis of dense adhesions, resection of previous small bowel anastomosis with reanastomosis and removal of tracks from abdominal wall fascia during which the surgeon noted there were dense adhesions of small bowel to the underlying pre-existing abdominal wall mesh. These adhesions were sharply divided. This resulted in an enterotomy. Since the anastomosis appeared to be the point of obstruction, this area and the area of enterotomy were resected. It was reported that the patient underwent removal surgery on (B)(6) 2017 and a small bowel resection. During which the surgeon noted small bowel was really plastered to the mesh, consistent with mesh erosion and intraperitoneal mesh. There were two areas where the small bowel was eroded into the mesh. Some of the mesh that was located in the left gutter was left in place. It was reported that the patient experienced severe pain, nausea, diarrhea, dizziness, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.